Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 185 mg/dl. Customer stated that they have to press buttons so many times before they work. Customer stated that it was a replacement pump that she had worn for only 2 weeks. Customer mentioned that the 2 hour reminder does not work all the time. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-93779

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the escape and act button.